Event description:
Reporter indicated that pt has suffered blood infection, urinary tract infection and lung infection since vns implant. The pt is reportedly very weak and seems to run a temperature most of the time. Physicians reportedly do not believe that the infection could be caused by the vns because the incision sites did not look infected. Toward the end of december 2002, the pt's family member noticed that the vns incision site feels differently (raised and slightly more red) and wonders if the pt could be allergic to the implant material.